Manufacturer narrative:
Weight, ethnicity, race:unk (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -4.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with an identical lens of different diopter due to refractive surprise. The exchange resolved the problem.

Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).